Event description:
It is reported by the patient that the device was implanted in 2008, and that the patient has had continual pain as well as a slipping sensation when walking. The surgeon performed an arthroscopic procedure the following year, to clean up some loose cartilage on the patella and removed a plica tendon, but there was no improvement.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. Based on the available information, a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.